Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the helix does not extend on the pacing lead "but rather pops out suddenly" which is a common cause for perforations. There is no lead in use or patient complications reported as a result of this event.